Event description:
It was reported that during a collateral ligaments repair surgery, used a 2.5 mm drill, when screwing the anchor, it broke. A backup anchor was used to complete the surgery. There was no significant delay or patient injury reported.

Manufacturer narrative:
One 3.5 twinfix ti anchor was returned for evaluation. The insertion device was not returned for examination. Visual assessment of the anchor confirmed the reported breakage. The eyelet has been broken off of the threaded portion of the anchor. The condition of the device indicates it was subjected to excessive forces when being inserted.